Event description:
I am a critical care nurse at (B)(6) hospital in (B)(6). The (B)(6) hospital system has recently purchased alaris system with guardrails safety software IV pumps. The new pumps have a feature that I find unacceptable and unsafe for our patients/consumers. The new pumps actually change the rate of flow of medicated drips when the preset volume to be infused (vtbi) is empty. This occurs irrespective of the actual volume remaining. For example, if you are receiving a dose of continuous medication that keeps your blood pressure high enough to keep you alive or low enough to prevent you from having a stroke but the pump thinks it's empty, the pump changes to a "keep vein open" rate of 20ml/hr. This is a problem when your medicated drip was running at 100ml/hr and is keeping you alive but now the automated equipment slows that infusion to 20ml/hr. The pumps that we replaced would alarm when the vtbi reach zero but would continue to run until either the bag runs dry or the nurse answers the alarm to change to a new bag. The first time I became aware of this problem was during our mandatory IV pump training. During the training session, the critical care nurses in the class objected to the vtbi feature of this pump. The response given to our objections was that the nurses were going to have to change their practice to keep their patients safe from this new pump.